Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The customer's blood glucose level was unknown. The customer stated that battery life was diminished and insulin pump gives the grinding noise during the rewind. The customer reports insulin pump shoots insulin out of the infusion set when prime just about every time. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during rewind the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm or verify a21 alarm due to loose drive support disk. No unexpected battery power loss anomaly noted. Device received with cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.